Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d3 (manufacturer fax); e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the 14fr introducer at the femoral artery to support the 74 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e. The underlying medical history was not shared. The physician observed minimal flow beyond the 14fr but, made choice to not remove the peel away sheath, rather place external bypass to perfuse the leg. The patient had distal pulses present when the bypass was placed. The retention of the 14fr does not follow best practices as noted in the instructions for use. The pump remains on for support to date with the leg perfusion. The patient has survived.

Manufacturer narrative:
The device is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.